Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that display screen was blank, even after battery changes. Customer's blood glucose was 136 mg/dl. Customer was advised that battery cap would be replaced.